Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: battery/(B)(4); cat# 1650de; exp. Date:10/31/2015; mfg. Date: 10/31/2014; product received: 11/30/2016. Battery/(B)(4); cat# 1650de; exp. Date:10/31/2015; mfg. Date: 10/31/2014; product received: 11/30/2016. Battery/(B)(4); cat# 1650de; exp. Date:10/31/2015; mfg. Date: 10/31/2014; product received: 11/30/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's controller and batteries were switching. It was stated that an elective controller exchange was performed. Controller and batteries were replaced from stock. It was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. (B)(4) had received the smr upgrade. Analysis of (B)(4) log files revealed a premature switching event triggered by an unknown battery. Analysis revealed that (B)(4) passed visual examination and functional testing. Analysis of (B)(4) revealed that device passed visual inspection but failed functional testing; test equipment was unable to properly communicate with the battery's main integrated circuit. It was noted that the unknown battery that was found switching had a cycle count of 219, matching the cycle count belonging to (B)(4). Internal inspection of (B)(4) revealed an intermittent/disconnected thermistor ground wire between the output cable connector and the printed circuit board. This finding may result in a momentary disconnection and reconnection, causing a power switching event.  Inadequate soldering and wire tinning in battery packs is currently being investigated by the manufacturer. The most likely root cause of the reported event can be attributed to a battery with an intermittently connected wire, causing a momentary disconnection between the controller and battery. Evidence of switching was not found for the remaining batteries. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.